Event description:
It was reported that the rotawire drive broke, and a snare removal occurred. The target lesion was located in severely calcified left anterior descending artery. A rotawire drive was selected for use. During the exchange step, when rotablation was completed in the lesion, there was difficulty advancing the workhorse wire, non-bsc guidewire into the micro catheter. It was then noted that the rotawire drive broke inside the microcatheter. They used snares to remove the remaining rotawire drive in the vessel and the procedure was completed with a different model. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual & microscope inspection was performed. The device got a detachment of a portion of the spring tip.

Event description:
It was reported that the rotawire got broke and used snare to remove the device. The target lesion was located in severely calcified left anterior descending artery. A 330cm rotawire and wireclip torquer was selected for use. During the exchange step, when rotablation was completed in the lesion, there was difficulty advancing the workhorse wire, non-bsc guidewire into the micro catheter. It was then noted that the rotawire got broke inside the microcatheter. They used snares to remove the remaining rotawire in the vessel and the procedure was completed with a different model. There were no patient complications reported post procedure.

Manufacturer narrative:
D1: brand name - from (rotawire and wireclip torquer) to (rotawire drive). D4: lot number - 0028571787.

Event description:
It was reported that the rotawire drive broke, and a snare removal occurred. The target lesion was located in severely calcified left anterior descending artery. A rotawire drive was selected for use. During the exchange step, when rotablation was completed in the lesion, there was difficulty advancing the workhorse wire, non-bsc guidewire into the micro catheter. It was then noted that the rotawire drive broke inside the microcatheter. They used snares to remove the remaining rotawire drive in the vessel and the procedure was completed with a different model. There were no patient complications reported post procedure.